Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy, when the surgeon inserted the laparoscopic instruments, the membrane broke and leaked. Another device was used to resolve the issue in order to complete the case. No patient injury.